Event description:
Patient reported right side "lymphoma" which was subsequently clarified not to be on the right side. Healthcare professional reported a right side "intracapsular rupture" and "capsular contracture baker grade iii", "right breast capsule specimen shows features consistent with breast capsule including surface synovial metaplasia, areas of foreign body giant cell reaction, and mild chronic inflammation". Device has been explanted.

Event description:
Patient reported right side "lymphoma" which was subsequently clarified not to be on the right side. Healthcare professional reported a right side "intracapsular rupture" and "capsular contracture baker grade iii", "right breast capsule specimen shows features consistent with breast capsule including surface synovial metaplasia, areas of foreign body giant cell reaction, and mild chronic inflammation". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade iii. Photo device analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.